Event description:
It was reported that an occlusion alarm occurred. A supply changed was performed resolving the occlusion. Additionally, it was reported that resistance was experienced during the fill process. The issue was resolved by performing a supply change. Customer's blood glucose level was in the 300 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.